Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator would not interrogate. The inductive telemetry worked only after placing the magnet on the device. The use of the magnet and the telemetry wand allowed interrogation. The patient was stable throughout.